Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer tubing kinked/buckled. Upon visual inspection, it was noted that the outer tubing of the lead was kinked/buckled. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the sprint quattro lead had a ridge on the distal tip of the sheath introducer. The rv lead was unable to advance through the sheath. The lead was not implanted. No patient complications have been reported as a result of this event.